Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir are leaking past the o-rings and that there was insulin in the reservoir compartment. The patient's blood glucose reading was 400 mg/dl at the time of the incident. The leak occurred during normal use. The caller stated that they received a no delivery alert a couple of days ago. The reservoir will not be returning for analysis.